Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer blood glucose level was 168 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.